Event description:
Boston scientific received information that the patient with this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system died at home. At the request of the physician, the device was interrogated and there was an appropriately treated episode that also delivered post shock pacing. Boston scientific technical services (ts) reviewed the episode and following post-shock pacing sensing is slow, initially it was at 30 bpm, then 20 bpm, and then 10 bpm. The episodes ends due to ten seconds with no pacing. The patient died two days post implant and had been taken off coumadin for the implant. Previously, the patient had two transvenous devices but never had shocks. It was noted the patient had multiple health issues including left leg amputation at the pelvis with wheelchair dependancy, (B)(6) and vancomycin - resistant (B)(6) positive, and had several narcotic prescriptions for pain control. The physician though that the patient likely had a pulmonary embolism and went into ventricular fibrillation (vf), and believes the circumstances of the procedure (withholding of the coumadin) may have been a factor in the patient's death. An autopsy was performed and the physician was waiting for the results. Further information was received that the autopsy was inconclusive and that a toxicology report was pending. No further information has been made available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection identified no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed ot the reported clinical observations.